Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb distorted image. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, our technician confirmed that the nozzle gluing missing, the insertion flexible tube crushed, the bending rubber cut, the ground wire cut, the operation channel (primary) resistance, the suction channel kink, the light guide cable dented, the angulation down angulation decrease, the angulation left angulation decrease, the angulation right angulation decrease, the angulation up angulation decrease, the angulation down angulation excess wire play, the angulation left angulation excess wire play, the angulation right angulation excess wire play, and the angulation up angulation excess wire play; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.